Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier required maintenance. The field service engineer (fse) deleted the device from device manager, updated the firmware, and verified that biometric identifier (bioid) was properly configured. The user successfully logged into the main application using bioid with no issues. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier had failed. Drivers were updated; no resolution occurred. The system was rebooted; the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.